Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular lead. Device reprogramming did not resolve the issue and the lead was explanted and replaced. No further information could be obtained.